Event description:
It was reported that inappropriate therapy due to noise was observed. An insulation anomaly was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.